Event description:
Report received of an overdelivery. The pump was programmed on an unspecified date to deliver morphine 5mg/ml in the pca only mode with a pca dose of 1mg, a patient lockoutr of 15 minutes, and a 4-hour limit of 16mg. The settings were reportedly verified to be correct by two nurses. At approx 12:00pm, the pump alarmed for an empty vial. The nurse noted that the vial was empty, but according to the pca flowsheet the vial should have contained 65.9mg. At approx 12:25pm, the vial was changed and therapy was resumed on the same pump while a replacement pump was ordered. At approx 2:00pm, the nurse stopped the pump and noted the pump display indicated that there were two pca deliveries of 1mg each. The nurse reported that upon visual examination of the drug vial, 35mg had been delivered, instead of the expected 2mg. The patient remained alert and oriented with no reported adverse patient effects. Though requested, no additional information was available.